Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. Model#: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Health effect clinical code: (B)(4) (endothelial cell loss). Device code (B)(4): off-label use (acd < 2.8mm). Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -14.0 into the patient's left eye (os) on (B)(6) 2021. The surgeon reports low vault, a decrease in bcva, and a decrease in the number of indothelial cells. Reportedly, the surgeon does not plan to see the patient again for one year.